Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, an alert for high lead impedance was observed on the lv lead. On (B)(6) 2018 the patient was brought in to the clinic for further evaluation. A programming changes were made. The patient was stable.